Event description:
Revision surgery - dislocation. Pt was discovered outside and unconscious. In order to resuscitate her, the emts had to move and reposition her. In doing so, they dislocated her shoulder.

Manufacturer narrative:
The pt was revised to remedy a dislocation 1.5 years after prior surgery. The pt was moved after an apparent accident and the shoulder dislocated. The explanted device was not returned for investigational review. The DHR was reviewed and all processing and inspection steps were executed as intended. There have been 30 complaints for this part number, 14 of which have been dislocations. The cause for the dislocation was most likely due to the emt's movement of the pt while unconscious. Conclusion: no further action required. The cause for the dislocation was most likely trauma from the pt being move while unconscious.